Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system trips the circuit breaker adjacent to the power cord every time it is plugged in. The fe confirmed the system would not boot. This could cause the delay of a procedure. There is no report of injury or death associated with this event.